Event description:
It was reported by the rep that the (1) tsw35 and the (1) tr35w were used during a larparoscopic oophorectomy procedure. The case appeared to be normal/routine. The surgeon took down the pneumo down to 4 to inspect the staple lines which were dry. Later that evening on the floor, the pt was showing signs of blood loss with a drop in hemoglobin. The pt was taken back to surgery and staple line bleeding was observed. It is estimated that the pt lost 900cc of blood. A stapler was opened and a new staple line was applied. The original stapler was discarded but the package and lot number were retrieved.